Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Follow-up information was obtained related to the event. Upon further investigation, it was discovered that the patient did not experienced peritonitis or any other related adverse event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be filed.